Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patients device was in her back for her bladder not working and ¿it seemed to have lost its zazz.¿ reportedly ¿it did well and now it was coming out like (B)(6), leaking everywhere.¿ it was noted the therapy change was gradual but the week prior to report ¿it didn¿t seem to be working as well¿ and the issues started about two weeks prior to report with the change in therapy. It was also noted the patient was on program 2 at 0.3 volts with a lightning bolt but she was not able to adjust stimulation. The patient tried to reposition the antenna but could not get it to stay. The stimulation was increased to 0.5 volts where she felt it, she thought it was better and the other was kind of ¿zapping¿ her.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), implanted: 2013-(B)(6), product type programmer, patient product ID 3889-28, lot# va09e62, implanted: 2013-(B)(6), product type lead. (B)(4).